Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is there any alleged deficiency relating to ethicon product? If yes, were the cases discussed in this article previously reported to ethicon? Can specific patient demographics be provided for the subjects of this article? If so, please also include: pre-existing conditions, exact procedure performed (if not already specified in the literature), specific medical/surgical intervention per patient. Is the product code and lot number available for the ethicon devices used? Are there devices available to be returned for analysis? Does the author/surgeon opine that the ethicon product contributed to any adverse event?

Event description:
It was reported in a journal article that a patient underwent a carpal tunnel procedure on an unknown date and suture was used. The patient had their wound closed with an absorbable continuous subcuticular suture and may have developed a superficial wound infection, which responded with oral antibiotics. The patient may have experienced scar tenderness and residual swelling. Additional information has been requested.